Event description:
A patient underwent a successful balloon kyphoplasty procedure at level l1. Approximately one week post procedure, the patient developed neurological symptoms including inability to move his legs. A decompression surgery was performed at the level where the balloon kyphoplasty procedure was performed as well as two levels below. The physician reported that there was no cement or bone in the canal that would explain the symptoms and does not believe that the event is related to the kyphoplasty procedure. A myelogram was going to be performed on the patient to search for a possible tumor or an infection higher in the spinal cord that may have caused the patient's symptoms. No further information was reported.

Manufacturer narrative:
Device not returned, follow up with company representative.